Manufacturer narrative:
It was reported during the delivery of twins, the monitor no longer captured the heart rate reading for baby 2 once one baby was delivered. The transducer was exchanged by the hospital staff; however, this did not resolve the issue. After this delay, an ultrasound was performed, which revealed twin two was experiencing bradycardia at 60 beats per minute (bpm) but the fm30 monitor did not detect the fetal heart rate. Fetal tracings were either intermittent or absent. The complaint was escalated for clinical investigation and the clinical specialist indicated it could be normal to not get the heart rate of the second twin due to repositioning shifting after delivery of the first twin. It was also normal practice to then have to use ultrasound to obtain the heart rate of the second twin. It remained unknown if the staff attempted to change the position of the transducers to attempt to obtain the heart rate of the second twin. There was no harm to either baby or the mother. Based on the information, the avalon fm30 fetal monitor did not cause or contribute to the event. The device was working as intended. Analysis was performed and investigation has been completed. The reported issue was caused by a user handling issue. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporting institution name: (B)(6).

Event description:
The customer reported that during the delivery of twins (B)(6) 2024 birth at 02:50 pm, the monitor no longer captured the heart rate reading for baby 2 once one baby was delivered. The transducer was exchanged; however, this did not resolve the issue. After this delay, an ultrasound was performed, which revealed baby 2 was bradycardic at 60. The monitor never picked it up. It is unknown whether any intervention was required; however, there was no actual harm to the baby based on the information received to date.